Event description:
On (B)(6) 2013 a lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter had a cracked display. This compliant was documented using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported taking his usual medications on 06/06/2013. The patient reported 1 day after the alleged issue occurred he developed symptoms of ¿shaking¿ which he associated with low blood sugar. The patient denied receiving any treatment in response to his symptoms. At the time of troubleshooting, the cca determined that there was misuse of the subject meter and this was not the first time the meter had been used. Replacement products were sent to the patient. The meter involved in this compliant has been returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported because the patient claims due to the alleged issue he was unable to test and therefore he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The control solution and test strips were also returned on (B)(4) 2013 however, evaluation of the products has not yet been completed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.